Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a small leak underneath needle bellows caused by a kink in the drain tubing through pinch valve pv21, resulting in small leakage from the bellows prior to draining. He decontaminated the aspiration area and installed a new needle bellows assembly. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as a few cc of bleach and water which leaked from the instrument and onto the counter. The operator was performing the needle clean procedure when the leak was identified. The operator was wearing personal protective equipment of gloves, glasses, and lab coat when the leak was identified. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.